Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device remains implanted. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information comes from the journal "the japanese society of pediatric hematology/oncology", 2015 vol.52, no.4 page 323 (p22-2-2), with the article titled "an oncologic emergency case of wilms tumor accompanying with intratumoral hemorrhage during pre-operative chemotherapy." On an unknown date, an amplatzer&#10259;eptal occluder (aso) (model and serial/lot unknown) was deployed for the treatment of an atrial septal defect (asd) in a (B)(6) male patient with wagr syndrome (wilms' tumor, aniridia, genitourinary malformation, mental retardation). Postoperatively, anticoagulant therapy was started. During the therapy, a tumor formed on the left side of the abdomen and hematuria presented. An abdominal ultrasound was performed and a mass lesion with the maximum diameter of 10 mm was confirmed on the left side of the kidney. It was diagnosed as wilms' tumor and a tumorectomy was planned; however, the patient had a fever preoperatively. As infective endocarditis associated with the aso deployment was suspected, the patient underwent preoperative chemotherapy as well as the anticoagulant and was monitored. On the 16th day after chemotherapy, the patient had symptoms of anemia and the hemoglobin level was 7.6g/dl. A blood transfusion was required due to myelosuppression associated with an anticancer agent. On the 20th day after chemotherapy, the anemia got worse and the hemoglobin level reduced to 4.4g/dl. An intratumoral hemorrhage from multiple sites was revealed through a contrast enhanced CT. An emergency unilateral nephrectomy was performed and the patient had his left kidney removed. After surgery, the chemotherapy was continued for the treatment of the stage 1 wilms's tumor.